Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received two appropriate shocks. Over the life of the device, the patient has received over 30 appropriate shocks. The remaining battery was listed at 11%. Boston scientific technical services (ts) discussed the 11% was a programmer estimate and the available information suggests that the battery has remained stable. Routine follow-up was recommended. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This device has not been returned for analysis. Should additional information become available, or if the device is returned, this report will be updated.

Event description:
Additional information was received indicating this device was explanted and replaced. No additional adverse patient effects were reported.